Event description:
It was reported that during a procedure, the main pump tubing was found to be defective at the connection and was unable to be used for the case. A new tubing was opened and used to complete the case. No adverse effect to the patient.

Manufacturer narrative:
Complaint not confirmed. Visual evaluation did not showed any damaged or defects to the returned device. During device functioning, the ar-6410 tubing was assembled to a known good ar-6480 pump to be tested under normal use conditions. When powering on, the device work as intended.